Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient reported a skin reaction associated with the sensor adhesive that had not healed since (B)(6) 2020 and resulted in scarring. No data or product was provided for investigation, however, a photograph was provided. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.